Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. It was further stated that leakage was confirmed at the 12-13 cm area from the tip during leak testing. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that prior to decontamination all through lumens were patent and the balloon did not inflate. After decontamination balloon lumen leakage was observed through a slit, 0.035 inches in length, at the 12.5 cm area (distal of the thermal filament). No visible damage to balloon latex was observed. A CAPA is in process for slit in catheter body related to balloon inflation.